Manufacturer narrative:
(B)(4). A review of service history previous device servicing did not cause or contribute to the reported difficulty. External / internal inspection was performed and no problems were revealed. Device failed homechoice return instrument test/evaluation (rite) functional testing for fill 1 drain 1 and timeout during drain 1. Device passed homechoice rite electrical safety analyzer testing. Accuracy confirmation testing was performed with original piston foam and failed. The original piston foam was removed and inspection revealed deteriorated piston foam. Pal test article foam was installed into the device and accuracy was performed and test passed. Device was then tested for temperature verification and passed all testing pertaining temperature verification. The direct cause for the rite failure due to fill 1 drain 1 and drain 2 and the accuracy confirmation testing were determined to be deteriorated piston foam. The piston foam will be scraped. This issue has will be further investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. Since the device failed during evaluation, there no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.